Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of vascular occlusion, allergic reaction, pain, swelling and redness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: ¿ "the product must not be injected into blood vessels. Introduction of juvéderm® ultra xc into the vasculature may occlude the vessels and could cause infarction or embolization." ¿ "injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days¿ duration." Adverse events: ¿"the most common injection-site responses for juvéderm® ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." Post-market surveillance: "the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: allergic reaction, blister, inflammation at the injection site, paresthesia, infection at the injection site, bleeding at the injection site, skin rash, malaise, headache, blanching, vision abnormalities, abscess at the injection site, urticarial, herpes simplex, telangiectasis, angioedema, flu-like symptoms, nausea, vascular event, dyspnea, dermatitis, granuloma at the injection site, and scar." "Scarring has mostly been reported after treatment in the forehead or glabellar region and associated with a vascular event, necrosis, skin discoloration, blister, nodule, allergic reaction, and infection. Time to onset ranged from 2 weeks to 4 months. Interventions prescribed by the physicians included topical steroidal cream, nitropaste, oral steroids, and antibiotics. Additional treatments noted were a laser procedure and surgical scar revision." "Serious adverse events have infrequently been reported for juvéderm® ultra (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, pruritus, induration, and pain." ¿ "the onset of edema generally varied from immediate to 2 weeks post-injection. The treatment prescribed included arnica, nsaid¿s, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, edema resolved within a day to a month." ¿ "the onset of erythema generally varied from immediate to 1 week post-injection. The treatment prescribed included arnica, antihistamines, antibiotics, steroids, hyaluronidase, and laser treatment. In most cases, erythema resolved within 1 to 4 weeks." ¿ "the onset of pain generally varied from immediate to 8 days post-injection. The treatment prescribed included nsaid¿s, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, pain resolved within 1 to 6 weeks." "Additionally there have been reports of nodules, infection, allergic reaction, inflammation, abscess, deeper wrinkle/scar, and displacement." ¿ "the onset of allergic reaction generally varied from immediate to 2 months post-injection. The treatment prescribed included antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, allergic reactions resolved within 2 days to 4 months."

Event description:
Healthcare professional reported that the day after injection with juvéderm® ultra xc in the upper lip, the patient experienced pain at the injection site and the injection site was a little swollen. Later that night the patient began showing signs of occlusion at the injection site. The patient went to the emergency room and was prescribed a medrol dosepak. The physician that saw the patient at the emergency room thought it was an allergic reaction, but the reporter did not believe an allergic reaction occurred. The patient also started to experience pressure at the injection site on the same date. The patient saw another physician four days post injection who treated the patient with 3 ½ vials of hyaluronidase. The swelling and pressure is much better but the patient has a lot of redness at the injection site.